Event description:
It was reported that during the procedure in the moderately tortuous/calcified mid left anterior descending artery for treatment of a 95% de novo lesion, pre-dilatation was performed using a 1.5x8 balloon. A 3.0x28 rx xience v stent delivery system was advanced to the target site without resistance and the stent was deployed. Post stent deployment, a distal edge dissection was observed. A 2.75x12 xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.